Event description:
It was reported "the arthroplasty was revised due to loosening of the femoral component. The tibial and femoral components were revised. The components were implanted in situ for 4.61 years (approx 4 years 7 months)."

Manufacturer narrative:
This event was reported by a research facility. Neither the devices nor additional information are available. Other devices involved in this event: tibial insert, lot 71551001, tibial baseplate, lot t01n331, simplex cement, lot rji401.